Manufacturer narrative:
(B)(4). The customer performed their own evaluation of their device and was unable to duplicate the reported issue. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer successfully shocked the patient 4 times, however the 5th shock was unsuccessful. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.